Event description:
Customer reported hospitalization due to diabetes. Customer was vomiting, dizzy and unable to eat. Customer does not remember the blood glucose at the time of the event. Diagnosed benign positional vertigo. Due to vertigo customer had to reduce the basal rates. Customer was not hospitalized due to low or high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.